Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "documentation of a thrombectomy in a hero graft patient on 1 month follow-up. The hero graft was implanted on (B)(6) 2015. Reason for intervention was documented as clotted left upper extremity hero graft."